Event description:
The pt was tested approximately 7 times in january-march 1999. The axsym b-hcg values persisted around 200-600 miu/ml. When pt initially was seen the physician was attempting to confirm that the pt was not pregnant prior to administration of birth control pills. After initial positive result, an ultrasound was performed which showed no fetus. The physician then performed a d&c as an ectopic pregnancy was suspected. No evidence of fetal tissue was observed upon pathological examination. Elevated axsym b-hcg levels persisted. The pt was given methotrexate. Scans were also performed looking for tumors elsewhere. The pt's family took her to another facility and hcg results were negative (method unk).